Event description:
Healthcare professional additional reported, "textured implants". Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease fold, opening and white particles in the surface of the shell. Leak test was performed, and found opening on posterior. A microscopic analysis was performed which identify, opening sharp in the posterior. A dimension measurement in the shell was performed which identify, the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed, as to an unidentified (tear) opening.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.